Event description:
Related to MFR report # 2183959-2010-00352. It was reported that a monarc mesh device was implanted to treat for "pelvic organ prolapse" and has allegedly caused the patient, "severe and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
The monarc sling device is intended to be used for the treatment of stress urinary incontinence. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.